Event description:
It was reported that the customer's blood glucose went up to 599 mg/dl. At the time of reporting high blood glucose, it was at 565 mg/dl. The customer's symptoms included dry mouth, thirst, and feeling loopy. During troubleshooting, a no delivery alarm was found in the history. Insulin exited the tubing during a manual prime and no air or leaks were found. Settings appeared correct. The customer did not have a tubing clamp with which to complete troubleshooting. She was advised to change the entire set, reservoir and insulin. The customer stated she would monitor her blood glucose and contact her healthcare provider. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).